Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 158 mg/dl at the time of the report. Prior to the event, the insulin pump alarmed no delivery. Several attempts were made to reach the customer to attain more info about the event, but the customer could not be reached. Nothing further was reported.